Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The ventilator was powered on and a loud humming sound could be heard coming from the blower module. Minutes after powering on the unit, the blower module seized. The service technician replaced the blower module and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model palmtop ventilator enve had a noisy blower and alarmed blower demand exceeded. The reported problem was discovered during patient setup. There was no patient involvement associated with the reported issue.